Manufacturer narrative:
No additional info is available at this time. If additional info becomes available, this event will be updated.

Event description:
Boston scientific (formerly guidant) received info from the pt that he received abdominal aortic aneurysm (aaa) repair via an ancure endograft system. It was noted by the pt that he had severe ecchymoses of the perineum, scrotum, penile area, and lower abdomen. This was accompanied by complete anesthesia of these areas along with paraesthesias, mild anesthesia of both lower legs and feet. These symptoms slowly resolved over a period of time. The pt continued to have partial anesthesia of the perineal area and feet with paraesthesias of the feet on a constant basis. Marked erectile dysfunction was also noted. Currently, it was reported that the aneurysm remained repaired, the device remained in place and no new symptoms were reported.